Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The device was returned for evaluation. Two opened trays were returned with a cassette and tubing loosely packed in one tray and a balanced salt solution (bss) bottle with a partial solution in the other tray. The product does not have a tyvec label to verify the lot, product, or expiration date. Visual inspection found the cassette and tubing had solution throughout. The bss bottle had a small amount of solution. The solution was filtered from the cassette and the bss bottle. Multiple gray/brown particles in various shapes from the cassette were found under microscopic/camera inspection. One particle measured at length 155.57 microns and a width of 97.05 microns. The bss bottle was filtered, and under microscopic /camera inspection, no particles were found. Thoroughly looked under microscope/camera to locate bright white particles on both the bss bottle filters, but did not find any bright white particles (as reported), only brownish gray particles. The cassette filter was sent to outside laboratory for further evaluation. The brown/gray particles were microscopically examined and photographed using a camera equipped with an optical stereo microscope. The brown/gray particles were also analyzed using an energy-dispersive spectrometer (eds) equipped with a scanning electron microscope (sem). Eds analysis indicated the the brown/gray particles consisted primarily of calcium. Lesser concentrations of carbon, chlorine, sodium, oxygen, magnesium, and potassium were were also detected. Calcium is not a material used in the bl5114 disposable pack product. Therefore, the source of the material cannot be determined. The trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported bright white particles were seen in the eye of the patient during surgery. No medical intervention or treatment was required for the patient. The white particles were able to be removed from the eye and the surgery was completed successfully. The surgery was prolonged an extra 5 minutes and no additional anesthesia was required.